Manufacturer narrative:
Initial.

Event description:
It was reported that the user had recently started using the ilet and experienced a low blood glucose reported at 59 mg/dl, followed by a rapid blood glucose rise to 252 mg/dl, after which the pump delivered corrections that were followed by a subsequent decline. At a medical visit the patient was given oral glucose gummies and then ate food, which led to elevated glucose, and the user also changed supplies during this period. Symptoms included hypoglycemia and hyperglycemia with shaking/tremors, muscle weakness, blurry vision, faintness, and headache. Outcomes included no health consequences or lasting impact, and blood glucose later stabilized. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect treatment of hypoglycemia and overtreatment while the system was adjusting, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.